Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the wrist missing. The wrist was cut off at the distal end of the main tube. Engineering's evaluation determined that the failure mode experienced by the customer was a break at the proximal clevis to main tube interface. As indicated in the complaints notes, all visible broken pieces were successfully retrieved.

Event description:
It was reported that during a procedure, the physician lost control of the prograsp forceps instrument. The physician chose to replace the instrument, but had difficulties removing it from the trocar. This resulted in the removal of the trocar. While removing the trocar the proximal clevis of the instrument broke and pieces of the instrument fell inside of the pt. All visible pieces were removed and the planned surgical procedure was successfully completed using another prograsp forceps instrument. No pt harm, adverse outcome or injury was reported.